Event description:
During coolsculpting procedure to lower abdomen a provider reported to alleran aesthetics a leaking event, described as vacuum pump leaking oil and runs too loudly. No patient impact reported.

Manufacturer narrative:
Technical support confirmed leaking vacuum that produced the noise. Vacuum is proposed for replacement. Based on the information currently available, although no adverse event was reported, there is the possibility of: skin irritation/hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: d1, d4, d8, g1, g2, h3.

Event description:
During coolsculpting procedure to lower abdomen a provider reported to alleran aesthetics a leaking event, described as vacuum pump leaking oil and runs too loudly. No patient impact reported.